Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and kinked cannula event. Infusion set was used for about 12 hours. The insertion site was the abdomen. Blood glucose level was over 800mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline and insulin. Patient was experienced bruising at lower stomach. No further information available.